Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-aug-2025, the user required assistance starting a new dexcom g7 continuous glucose monitor (cgm) after receiving a ¿dosing has stopped¿ alert. The agent toggled between dexcom g6 and g7 settings to enable sensor start, entered the pairing code, and achieved warmup. The agent also walked the user through entering a finger stick to resume dosing, but dosing did not resume until the sensor warmup completed and readings appeared on the ilet. Blood glucose (bg) was corrected by connecting to the cgm and reconnecting to the pump. The highest blood glucose (bg) recorded was 396 mg/dl. The user was advised to monitor blood glucose (bg) for the next 1¿2 hours for correction. No symptoms, outside assistance, or medical intervention were reported.